Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. Additional information received: the pulmonary artery was dissected around. After the stapler was fired, it was opened, and the patient bled very fast. Despite all possible efforts, the patient did not make it. The specimen was reviewed, and the pulmonary artery was open 2/3 with some staples present. The patient site was checked, and no staples could be seen. Questions were asked to the surgeon and received the following response: the patient did undergo preoperative radiation and chemotherapy. The main pulmonary artery was skeletonized prior to firing. The middle lobe branch was taken with the pulmonary artery. No unusually sounds were recalled during firing sequence. The staple form could not be recalled due to concentrating on bleeding.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2023 pathology report received.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # u5d381. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2020, batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the device . To date, no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a open lobectomy procedure, a pvs device "was at fault." The pvs had been fired three to four times previously, on the next firing across the main artery, staples were deployed for about 1.5cm and then the bleed started which was described as catastrophic. Some staples had been deployed but on further visual inspection, it was noted that some staples still had open legs and had not formed correctly. Unfortunately the patient did not survive the surgery, the patient died.